Event description:
Pt experienced re-rupture at the insertion site 10 to 12 weeks post surgical repair of left achilles tendon mid-substance rupture with orthadapt augmentation. Surgical repair was performed one yr post the initial surgery, and subsequently, the orthadapt graft was removed.

Manufacturer narrative:
A female with a left chronic mid-substance achilles rupture underwent surgical repair with orthadapt augmentation in 2007. The pt re-ruptured her achilles at the insertion site 10-12 weeks post-op during the physical therapy course. The surgeon noted that the pt had a pre-existing tendinosis at the insertion site, which is where the re-rupture occurred. Based on the clinical assessment and surgeon's note, the pre-existing tendinosis and pt poor native tissue are the most likely cause of the achilles tendon re-rupture and that the reported event is not graft-related. A review of the device history records (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics inc. Synovis orthopedic & woundcare inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.